Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe 3/10ml 8mm 31g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: he has noticed that there is a small drop of clear liquid silicon. If by chance there was more liquid than normal on this lot.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2192372. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe 3/10ml 8mm 31g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: he has noticed that there is a small drop of clear liquid silicon. If by chance there was more liquid than normal on this lot?

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.